Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
Reportedly, a remote control alert was received because a of high lead impedance. The patient was called for an in-site follow-up: on this day, measured impedances were within the normal range. In addition, the pacing vectors were changed during the follow-up and different movements were requested from the patient but the high impedance measurements still could not be reproduced. However, a peak in the impedance curve is reportedly displayed in the device memories.